Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a power system error. The customer¿s current blood glucose level was 150 mg/dl at the time of the incident. The customer reported the error reoccurring. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest. Pump trace download analysis confirmed the pump alarmed power error 25, low battery alert, power loss alarm and replace battery now alarm. The power management tool confirmed power error 25, low battery alert, power loss alarm and replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received missing reservoir tube o-ring, pillowing keypad overlay, keypad overlay texture damage, minor scratches on case and minor scratches on lcd window.